Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 31-jan-23. Medical event associated with this complaint case occurred on 19-mar-23 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "signal loss" message with the adc device and was unable to obtain readings. The customer experienced a loss of consciousness, however, was able to treat themselves by consuming glucose. No third-party intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. No additional verbiage required here in relation to same/similar reporting but as usual populate as needed. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "signal loss" message with the adc device and was unable to obtain readings. The customer experienced a loss of consciousness, however, was able to treat themselves by consuming glucose. No third-party intervention was reported. There was no report of death or permanent impairment associated with this event.